Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and could not duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a training evaluation. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a training evaluation. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was that the customer was using the device with one expired battery with over 100 charge cycles. Physio replaced the devices battery. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.